Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra 2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the alleged issue began on (B)(6) 2018, around 7:30pm. The patient reported that she obtained an alleged reading on the subject meter of ¿26.7 mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and reported that on (B)(6) 2018, 7:35 pm she took 5 units of novorapid insulin in response to the alleged product issue. The patient reported that 20 minutes after the alleged product issue began she became disorientated and was taken to hospital by her husband at around 8 pm. The patient stated that whilst in hospital she was monitored but did not receive treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure, the test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.